Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: air in line - not visible and unresolved. Impact to patient: delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion). Medication / fluid cytarabine. IV rate 44 cc/hr. Other details: the patient is running a 24 hour cytarabine (chemotherapy) infusion and the pump keeps alarming "air bubble." There are no visible air bubbles in the tubing. We have tried to change out the pump twice, cleansed the sensor and tubing with an alcohol swab and tried flicking the tubing. None of these interventions stopped the alarm. Since the medication is cytotoxic, the line cannot be reprimed or replaced. The patient is very frustrated with the alarm as he is trying to sleep.